Manufacturer narrative:
The physician stated the event may be related to mechanical defect however, he did not recover the device to send back for analysis. Device size and lot number are unk therefore a review of device history records was not performed. Actual devices were not evaluated.

Event description:
Physician reported an adverse event in which the spanner device became spontaneously dislodged, and had to be removed from the pt's bladder endoscopically. No complications were reported for the pt, and no follow-up treatment was required. Indication for use was urinary retention. Dates of insertion and removal were not provided.